Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced myopic surprise on post lasik (laser-assisted in situ keratomileusis) and he is planning on doing a lens exchange and would like to confirm calculation. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).